Event description:
It was reported to ge that during the upgrade of an magnetic resonance system, the mechanical installers came into the magnet room with ferrous tools. The tools were pulled into the magnet and hit an installer, breaking his nose and causing some possible dental damage. The magnet room has signs and instructions that warn and advise individuals not to bring ferrous items near the magent room. Individuals entering the magnet area are to be cleared and trained in magnet safety.